Manufacturer narrative:
Examination was not possible, as the products were not returned. Follow up correspondence with the rep found the reason for the revision shoulder plate surgery was due to "r shoulder contracture" meaning the patient could not bring their arm down to a reasonable position. The rep stated this was more of a soft tissue problem or perhaps combined with an injury, but the surgeon did not contribute the second surgery to the hardware. The rep stated for the seating issue the surgeon did not use the spherical reamer to ream the glenoid, which is an essential step in order to normalize the orientation of the glenoid face using the reamer that corresponds with the selected sizing disc, the surgeon used a burr instead. Therefore, the lack of reaming was more than likely the reason the trial anchor peg glenoid did not seat properly. The surgeon tried implanting the anchor peg implant knowing the trial didn't seat properly and had problem seating the implant as well, ended up converting to a keeled size 48 glenoid. The rep also stated the surgeon seemed to struggle with the drill guide for the anchor peg glenoid and thought the prosthesis seemed bigger than the holes drilled to seat the implant. The rep believes the issues had to do with not using the correct reamer to ream the glenoid and using a burr instead. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because the peg penetrated through the humeral head and into the articular surface. During the revision, the glenoid did not seat properly causing a 30 minute delay in surgery.